Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer reported smoke from back then unit would no longer work. (B)(6) 2017. No further information available.

Manufacturer narrative:
On 11/3/2017 integra investigation completed. Failure analysis - a visual inspection found the a/c receptacle on the power entry module was broken. Both fuses were good and not blown. The unit did not power "on". Further investigation found a blown component on the power supply. The unit powered "on" and functioned properly with the test power supply. Replace the power supply to resolve the reported complaint. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable. Engineering change order/manufacturing change order history: corrective action preventive action history: CAPA issued on april 26 2017 investigation findings: internal connector not properly assembled in 00mlx sn: (B)(4). Health hazard evaluation history: none. No manufacturing or workmanship deficiency has been identified. Power supply malfunction. The reported complaint was confirmed.